Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with mild calcification and mild tortuosity. The 1.2x15 mm mini trek balloon dilatation catheter (bdc) was inflated twice to 11 atmospheres and ruptured. There were no adverse patient effects and there was no clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and mildly calcified anatomy resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.